Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-03110, 1627487-2020-03107, & 1627487-2020-03109. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on some of the contacts. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg and 1 lead at t9 was explanted. Reportedly, the remaining two leads were cut and a portion of the leads remain implanted (related manufacturer reference# 1627487-2020-03112, 1627487-2020-03113, & 1627487-2020-03114 ). Note: both t9 leads are being reported because it's unknown which lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.